Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1dupk, implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1dupk, ubd: 13-jan-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that since implant the patient had been experiencing muscle twitching in their calves and toes on their left side, and for the last 6 months their left thumb and pointer finger were also twitching. Also, about 4 months ago, they ¿fell into walls,¿ and passed out. They went to the ER when they passed out and were diagnosed with vertigo and were told that the implant system may be causing their symptoms. It was noted that the stimulation was on at the time of the incident, but they turned it off when they were at the ER. It was stated that the stimulation had now been on for 3 weeks, and it is difficult to function due to the daily muscle twitching. The patient stated that they had tried all the programming they had available, and they turn stimulation off, noting that the twitching stops. It was also stated that their new healthcare provider does not think it¿s related to their device, and has suggested that they see a neurologist, but the patient had not done so yet. It was reported that the healthcare provider did x-rays about 2 weeks ago and mentioned that the wire had shifted. It was noted that the patient has an appointment on friday, (B)(6) 2018, and it was reviewed that they could discuss having a manufacturer representative check the device and consider reprogramming. No further patient complications are anticipated or expected as a result of this event.